Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device finds the saw blade excursion on the lateral portion of the trial. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the size 7 left attune femur trial cracked on the surface during trialing process.